Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Removal of broken right recon nail and total hip replacement restoration cone conical.

Manufacturer narrative:
Evaluation summary: the returned devices matched the report and the nail breakage was confirmed. Failures in material or manufacturing of the affected nail were not found. Dimensional examination revealed no deviations in the relevant undamaged areas of the nail returned. The affected item reported was documented as having met specifications prior to distribution. The received nail is completely broken in the webs of the distal and of the proximal drill holes for the lag screws. According to the damage and the evidence of the breakage surfaces, the nail broke in a fatigue fracture due to axial overload after an implantation period of approx. 6 months. Massive damage and scratches at the lateral edge of the anterior web, intraoperatively caused by a deviated step drill, had created the starting point of the nail breakage by a notching effect. Then the fracture ran through the cross sections of the anterior web (smooth topography of breakage surfaces, fine lines of rest - densely staggered), then progressed through the posterior web due to increasing load application (rougher, more rugged topography with more widely spaced and rougher lines of rest) from lateral to medial and finally ended in a residual fracture at medial. Damage found at the threads of the locking screws as partly flattened crests, correspond to the marks at the distal holes. General aspects: generally the risk of a breakage will increase with the increase of load cycles and load level. Medical aspects: the x-ray, which has been taken approx. 6 months after implantation shows an internal fixation of an unstable subtrochanteric fracture with a t2 recon nail. The recon nail is broken at the inferior lag screw thru hole resulting in a slight varus deformation. There is no significant callus formation, which (after a period of 6 months) clearly indicates a non-union. Furthermore, the x-ray indicates that the patient is obese, which indicates a long term overloading as a possible contributory factor for the implant failure. In addition to an overload by the patient, the nail was substantially damaged intra-operatively by a deviated lag screw step drill. Due to a notching effect, the misdrill has created the starting point of the implant breakage. No non-conformity was identified.

Event description:
Removal of broken right recon nail and total hip replacement restoration cone conical.